Event description:
Post surgical pt alerted his physician that he could hear and feel pain from his leg amputation. Upon exhaustive investigation it was revealed there was no malfunction of the device. However, it was concluded that there was a probable engineering incompatibility or design defect when vaporizer used with anesthesia machines indications, induction loss of anesthesia agent resulted in leakage and caused surgical recall for the pt.